Manufacturer narrative:
Product event summary: one (1) pump was not returned for evaluation. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. As a result, the reported event could not be confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the reported high power event including but not limited to external factors such as thrombus formation/ingestion, patient related factors, and/or inappropriate pump rotational speed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported "grinding" event may be attributed to multiple factors including but not limited to thrombus within the device leading to impeller imbalance or the placement of the pump which allows contact with fixed or rigid anatomical structure. This event was reported in the q2 2022 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized as the ventricular assist device (vad)'s impeller is rotating non-concentrically and contacting the center post of the pump causing grinding and high watt alarms. There was an increased risk of thrombosis. The vad remains in use. No further patient complications have been reported as a result of this event. This event was reported in the q2 2022 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.